Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from april 29, 2021 - april 30, 2021. H10: the actual device was received for evaluation containing no fluid in the bladder. The distal luer was not closed (no blue wing luer cap present) which allowed the fluid from the bladder to empty inside a bag that contained the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume japanese infusor 2.5 ml did not finish infusing after the expected 46 hours of medication delivery; further stating ¿there was still some drugs in the balloon¿. The device was filled with fluorouracil (5-fu) and saline solution. The issue was identified at the hospital after use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.